Event description:
I went to dr. (B)(6) to address vaginal atrophy and painful intercourse and she recommended the monalisa touch laser. I had the three recommended treatments performed and once the procedures were completed I noticed new severe pain at my vaginal opening and the left side of my internal vagina wall. I reported this new pain to dr. (B)(6). This pain continues to this day and my spouse, and I rarely have intercourse now due to these new painful areas.